Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories: 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg is inoperable. An sjm representative met with the patient and confirmed communication was unable to be established and an error code was displayed. It is unknown when the patient last recharged or received stimulation from his scs system. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Date of explant is estimated during processing of this complaint, attempts were made to obtain weight but not received.

Event description:
Additional information indicates the patient had their ipg explanted and replaced which resolved the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.